Manufacturer narrative:
Philips investigated in response to the system's alert that stand movements were not available. The case was mistakenly opened, as the equipment in question is being serviced by the service provider, (B)(4), and no work was performed by philips on this case. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert that stand movements were not available. No harm to the patient or user was reported. Philips has started an investigation of this complaint.